Event description:
It was reported that the ventilator needs new battery, missing plastic knobs, and has a cracked case. There was no additional information provided.

Manufacturer narrative:
Other, other text: one device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented case cracked, knobs damaged, front panel damaged, battery door cracked. The customer stated problem was duplicated. Installed new MRI battery, replaced damaged small knob and cracked case. The cause of the reported problem was traced to the user manipulation of the device - physical impact to the device. The previous service history has been reviewed and is unrelated to the current customer reported reason.

Manufacturer narrative:
No patient involvement.